Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No patient information was provided, unsure of patient status.

Event description:
It was reported that whilst firing the applicator, the staples were firing but not clipping. No other information is available.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No patient information was provided, unsure of patient status unsure whether surgery was delayed as I was not in the theatre at the time however the procedure was completed successfully as a new instrument was opened to complete ligating the vessels.